Manufacturer narrative:
This report is submitted on 27 august 2020.

Event description:
Per the clinic, the patient experienced pain at implant site and subsequently the device was explanted (date not reported). It is unknown if the patient was re-implanted with a new device.